Event description:
Information received indicates the CPR wouldn't engage.

Manufacturer narrative:
The technician found the drive spinning but not lifting due to the torque cage and clip becoming disengaged. The technician engaged the clip and torque cage to resolve the problem.